Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a normal device change. Upon interrogation, the right atrial lead exhibited low impedance and noise. Noise has been a known issue for over a year. The lead was explanted and replaced. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported events of noise and low lead impedance were confirmed. As received, a partial lead was returned in three pieces. The connector portion measured 7.4 cm, middle portion measured 9.7 cm, and the distal portion measured 44.6 cm. The inner insulation found abraded at 34.6 cm from the distal tip. The cause of the reported events was isolated to the abrasion of the inner insulation.